Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10. 287 previously reported events are included in this follow-up record. Product return status: 78 devices were received. 209 devices were evaluated in the field.

Event description:
This report summarizes 287 malfunction events in which the device had paint chips missing. - 287 events had no patient involvement; no patient impact.

Event description:
This report summarizes 287 malfunction events in which the device had paint chips missing. - 287 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 285 events were originally reported for this failure mode during the reporting quarter; however, - 2 events were inadvertently excluded. - 287 reported events are included in this follow-up record. Product return status 287 devices were received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 285 previously reported events are included in this follow-up record. Product return status 76 devices were received. 209 devices were evaluated in the field. Event confirmation status 285 reported events were confirmed. Evaluation results 285 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 285 </noe> malfunction events in which the device had paint chips missing. 285 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 285 events were reported for this quarter. Product return status: 1 device was received. 266 devices were evaluated in the field. 18 device investigation types have not yet been determined. Event confirmation status: 267 reported events were confirmed. Evaluation results: 267 devices were found to be affected by missing paint chips. Additional information: 285 devices were not labeled for single-use. 285 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 285 </noe> malfunction events in which the device had paint chips missing. 285 events had no patient involvement; no patient impact.